Event description:
Customer reported debris on the cone of their patient interface. No further information provided.

Manufacturer narrative:
Section d6a: if implanted, give date: not applicable, as the device is not an implantable device. Section d6b: if explanted, give date: not applicable, as the device is not an implantable device. Section d9. Device available for evaluation? Yes returned to manufacturer on apr 20, 2026 section h3. Device evaluated by manufacturer? Yes device evaluation: the product was returned to the manufacturing site for evaluation. 1 of the reported 1 opened patient interface was received within original packaging confirming the reported lot number. A visual inspection of the returned product reveals debris on the lens. The reported issue is confirmed. Due to the opened condition of the product return, how and when the debris occurred cannot be determined. Therefore, product deficiency and malfunction cannot be confirmed. Per dfu, 1 procedure, "inspect all parts for damage or disconnection. Do not attempt to use any damaged product." As the unit should have been inspected before being applied to the patient's eye, the issue can be attributed to user error. Additionally, since the product was returned open, it cannot be ruled out that the observed debris could have been introduced as a result of handling. Therefore, a failure investigation will not be performed. Johnson & johnson surgical vision will continue to monitor this type of complaints. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.